Event description:
Hospital ICU personnel responsed to a pt in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. The device was used to deliver one shock. According to the reporter, the device, in paddles mode, stopped displaying the patient's ECG. The therapy cable was swapped out with hard paddles and 2 successful shocks were delivered. The pt was not resuscitated but the reporter said there was no delay in therapy from the device.